Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Basd on the log, the device experienced a system reset during the reported event. Investigation determined the most likely scenerio is that the device experienced a singular undesired condition where the device self-corrected. Further review of the log did not identify any similar footprints or perminent conditions. The device subsequently passed self-testing, with no additional system resets observed. The device passed all final testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.